Event description:
The hearing aid (h/a) user reported discomfort in his ear and saw his dr. The dr diagnosed an infection and prescribed an ointment. The h/a user has worn this aid since 9/1996 with no reported history of ear infections.